Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold. Leak test and microscopic analysis was performed which identified device with no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no leak was observed in the device. Additional, changed, and/or corrected data: g.1., h.3., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.